Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot# l80324, implanted: (B)(6) 2000, product type: catheter, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for non-malignant pain. It was reported the rep was contacted by the hcp and told that the hcp saw a fractured catheter on a computed tomography (CT) scan, and the patient was in the emergency room (ER). The date of the event was provided as (B)(6) 2018. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was indicated the hcp would call technical services if needed for any programming needs, and it was indicated there would most likely be a catheter revision. The issue had not been resolved at the time of the event. It was reported surgical intervention had not occurred, but it was planned, although it had not been scheduled yet. The patient¿s status at the time of the event was provided as ¿alive - no injury.¿ no further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on 2018-jun-01. The patient was seen by the surgeon in office on (B)(6) 2018; however, the rep had no new follow-up in terms of a plan.